Event description:
It was reported that the patient underwent a full system explant procedure due to discomfort with regards to device positioning. The explanted devices were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Explant date: procedure happened in 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 21492829/5042779.

Event description:
It was reported that the patient underwent a full system explant procedure due to discomfort. The explanted devices were not returned. No further information has been obtained despite good faith efforts. Additional information was received that the leads remain implanted in the patients body.